Event description:
It was reported by service report that the scale was off by 26 lbs, and bed exit could not be set correctly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot right load cell caused scale to malfunction, and bed exit unavailable.